Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), ruby coils, and a non-penumbra microcatheter. It was reported that the patient anatomy was tortuous. During the procedure, the physician placed three ruby coils in the target vessel using the microcatheter. While advancing the next coil, a pod pc, through the proximal end of the microcatheter, the physician experienced resistance, and the pod pc became stuck; therefore, the pod pc was removed. The procedure was completed using another pod pc, two non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.